Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted imaging was challenging throughout the procedure. An xtw clip was inserted, and grasping was performed. However, grasping was noted to be difficult. Once the leaflets were grasped, the clip was deployed. It was noted the leaflets capture was not sufficient and satisfactory in all views. After deployment, it was observed the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult or delayed positioning with leaflet grasping and leaflet capturing and incomplete coaptation (single leaflet device attachment/slda) appeared to be related to dmr etiology and insufficient leaflet (not enough tissue on tissue). The reported poor image resolution was due to the dilated heart. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.